Event description:
Customer alleges false positive troponin (tni) using cardiac w48663. Triage meter gave elevated tni result, re-read in different triage meter and got a lower result, approx half, but still positive. An hour later, same sample, fresh device, tni=negative.

Manufacturer narrative:
Note: lithium heparin (liheparin) samples are not validated for use on triage devices. Liheparin samples may or may not interfere with device results. One of two returned samples was in a heparin tube and could only be tested on access2. Product support tested the returned edta pt sample against triage cardiac w48663 and a reference method (access2) and the returned heparin pt sample against a reference method (access2) and observed the following tni results: edta pt sample 1: tni on triage was <0.05 ng/ml and 0.00 ng/ml on access. Heparin pt sample 2 was only tested on the access2 as it was collected in an liheparin tube: tni on access2 was 0.00 ng/ml. Inhouse positive control (cal h) had 1 of 6 repetitions outside the 2 standard deviation low. The 92% recovery is within the mfg 2 standard deviation range. One error code was observed (e:257, baseline failed, spot 5 failed). Inhouse negative control (cal z) had no error codes or false positive results. No discrepant results, elevated values, or false positives were observed with any sample. Customer had no issues with controls on lot. Triage product deficiency was not established.